Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system could not boot up. Upon troubleshooting, fse checked the system onsite and found that the host pc was unable to boot. To resolve the issue, fse cleaned the host pc's memory card (random access memory). After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.